Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. The product support advised customer that the keyspan usb to serial adapter needs to have the drivers installed to work correctly. Customer has the drivers cd and will install. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported unable to connect to the respi-link remote diagnostic system. There was no patient involvement.